Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately seven (7) months post-implantation, the patient underwent revision surgery due to instability. The femoral component, tibial tray, and articular surface were exchanged without reported complication. The initially implanted patella component was retained.

Manufacturer narrative:
(B)(4). D10: medical product: psn tib por 2 peg sz e r: catalog#42530007102, lot# 65613496; psn asf uc 11mm ve r 4-11 ef: catalog#42522200511, lot#64832206; nexgen complete knee solution, trabecular metal standard primary patella: catalog#00587806532, lot#64937859. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of pictures provided showed damage to the tibial plate with no other damage observable; however, the reported instability could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.